Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the display window of a 7f exoseal vascular closure device (vcd) never changed until device removal. Manual compression was applied instead. There was no reported patient injury. An 8f cordis short sheath and exoseal were used to seal the puncture site. The patient does not have a history of infectious diseases. The procedure was a carotid stenosis. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the display window of a 7f exoseal vascular closure device (vcd) never changed until device removal. Manual compression was applied instead. There was no reported patient injury. The device was stored and prepared per the instructions for use (IFU). No visible device or packaging damage was noted before use. No difficulties occurred in connecting the 8f sheath and vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and 8f sheath were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was visible without any noted anomalies. The device was not deployed outside the patient¿s body. An 8f cordis short sheath and exoseal vcd were used to seal the puncture site. The femoral site was verified via angiography, including appropriate insertion angle and vessel diameter =5 mm, with no signs of calcium, plaque, vessel tortuosity, stents, or greater than 50% stenosis at the puncture site. The femoral site had not been previously closed within thirty days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used during an interventional carotid stenosis procedure via a retrograde approach. The physician was certified in using the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40, and the patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was able to be fully deployed with full window transition during the analysis. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the display window of a 7f exoseal vascular closure device (vcd) never changed until device removal. Manual compression was applied instead. There was no reported patient injury. The device was stored and prepared per the instructions for use (IFU). No visible device or packaging damage was noted before use. No difficulties occurred in connecting the 8f sheath and vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and 8f sheath were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was visible without any noted anomalies. The device was not deployed outside the patient¿s body. An 8f cordis short sheath and exoseal vcd were used to seal the puncture site. The femoral site was verified via angiography, including appropriate insertion angle and vessel diameter =5 mm, with no signs of calcium, plaque, vessel tortuosity, stents, or greater than 50% stenosis at the puncture site. The femoral site had not been previously closed within thirty days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used during an interventional carotid stenosis procedure via a retrograde approach. The physician was certified in using the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40, and the patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.